Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string came out upon removal of the tampon. She went to the urgent care to have the tampon removed. She was prescribed with antibiotics to avoid infection.